Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in an adult female patient who had essure (ess205) (batch no. 623198) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included overweight, endometriosis, uterine bleeding, nabothian cyst, endocervical squamous metaplasia, chronic cervicitis, endometrial hyperplasia and adenomyosis uteri. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), cystitis interstitial ("infection: interstitial cystitis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pain, vaginal haemorrhage, menorrhagia, cystitis interstitial, migraine, headache, nausea, dysmenorrhoea, dyspareunia and weight increased had not resolved. The reporter considered cystitis interstitial, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 162 lbs. There were three coils visualized and documented with picture. The left tube was then cannulated with the essure device and again approximately four coils were visualized which again was documented with picture. She underwent cysts of adhesions with cystourethroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, menorrhagia most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: abnormal bleeding (vaginal, menorrhagia), interstitial cystitis, migraines / headaches, nausea,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, did not underwent essure confirmation test. Concomitant conditions were added. Outcome of following events were updated to not recovered/not resolved: abnormal bleeding (vaginal, menorrhagia), interstitial cystitis, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, pain. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 623198- not valid, 623196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included overweight, endometriosis, uterine bleeding, nabothian cyst, endocervical squamous metaplasia, chronic cervicitis, endometrial hyperplasia and adenomyosis uteri. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6), the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced uterine scar ("other injury or complication- please describe: uterus scarring"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6), the patient experienced cystitis interstitial ("infection: interstitial cystitis"). In (B)(6), the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full) (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis interstitial, migraine, headache, nausea, dysmenorrhoea, dyspareunia and weight increased had not resolved, the genital haemorrhage had resolved and the uterine scar and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, cystitis interstitial, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine scar, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 162 lbs. There were three coils visualized and documented with picture. The left tube was then cannulated with the essure device and again approximately four coils were visualized which again was documented with picture. She underwent cysts of adhesions with cystourethroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - in (B)(6): total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Lab data updated. Essure lot number added. Essure start date updated. Events: abnormal bleeding, uterus scarring, cramping were newly added. Event pain was replaced with pelvic pain. Outcome of events pelvic pain, migraine, headaches, nausea, abnormal bleeding, dyspareunia, cramping and weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in an adult female patient who had essure (ess205) (batch no. 623198-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included overweight, endometriosis, uterine bleeding, nabothian cyst, endocervical squamous metaplasia, chronic cervicitis, endometrial hyperplasia and adenomyosis uteri. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), cystitis interstitial ("infection: interstitial cystitis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pain, vaginal haemorrhage, menorrhagia, cystitis interstitial, migraine, headache, nausea, dysmenorrhoea, dyspareunia and weight increased had not resolved. The reporter considered cystitis interstitial, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 162 lbs. There were three coils visualized and documented with picture. The left tube was then cannulated with the essure device and again approximately four coils were visualized which again was documented with picture. She underwent cysts of adhesions with cystourethroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure (B)(4) inserted. In (B)(6) 2005, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure (B)(4) was removed in 2010. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.